Event description:
The account alleged that the head section is slowly drifting down.

Manufacturer narrative:
The technician inspected the bed and could not duplicate the alleged failure. The technician replaced the hi/low valves as a precaution.